Event description:
After taking first orthovisc injection, couple of days later I had a severe burning pain on my left knee and it is still there. It was like a fire burning inside my knee with the pain radiating down the back of the left knee; 2ml/15mg x's 2=30mg.